Manufacturer narrative:
(B)(4). Evaluation, results: moderately calcified, stenosed lesion. Conclusions: moderately calcified, stenosed lesion. Evaluation summary: the device was received for evaluation by medtronic. The balloon had been inflated and was twisted and deformed. Blood and contrast were evident inside the inflation lumen. Negative prep was performed and a continuous flow of bubbles was observed confirming a leak on the device. A longitudinal tear was evident along the balloon and measured approximately 6mm.

Event description:
A sprinter otw balloon dilatation catheter, length 6mm, diameter 1.5mm, was used to treat a lesion in a pt's moderately calcified distal rca. It was reported that the balloon burst on the first inflation. It was reported that the device was inspected and negative prep was performed prior to use with no abnormalities noted. The device was gradually inflated and burst after 3 seconds at 6atm. A rapid pressure drop was noted. The 15-20% lesion opening was achieved. No pt injury occurred and no clinical sequelae have been reported.